Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that atrial impedance low in the 100s ohms. The physician was dr. (B)(6) at (B)(6) hospital and medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).